Event description:
The customer reported that while in use, their xhibit central station would repeatedly power itself down. There was no patient or user harm associated with this event.

Manufacturer narrative:
The xhibit central station was returned to the spacelabs healthcare equipment service center (esc) for further evaluation. The esc technician tested the unit and was able to isolate the reported issue to the motherboard . The customer was advised that their device was unable to be repaired due to the older hardware. The customer was provided a replacement device.